Event description:
Email received with info that a pt event occurred, a month ago, with a hydromorphone (custom concentration) continuous infusion. Numerous (email and phone call) requests have been made asking for add'l info without success. No add'l pt or event info is available. No report of pt harm or medical intervention reported.

Manufacturer narrative:
(B)(4). Although requested, customer has not provided event logs or returned the device for eval. A f/u report will be submitted with failure investigation results should the logs/device be returned.